Event description:
I flow rec'd a report stating, flow rate too fast. Finished 8 hrs early (40 instead of 48 hrs). Fill volume 95 ml. Medication unk. Flow rate 2ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 95ml and a flow rate accuracy test was performed. The flow rate accuracy was within specification. The directions for use contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate."